Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose was unknown. The customer also stated that the buttons were non responsive. The device will not be returned for the analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm, failed battery alarm, motor error alarm, back light anomalies and failed battery alarm due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. Device received with stripped battery cap coin slot(p). The motor was tested outside of the device and passed. (B)(4).